Manufacturer narrative:
Correction: upon review, the right ventricular (rv) lead, manufacturer report 2017865-2025-1006339, should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient had presented for a generator upgrade procedure. During the procedure, the right atrial (ra) lead was found to be damaged, and a low pacing impedance was noted. It was suspected that the ra lead had an insulation breach. While the ra lead was being removed, the right ventricular (rv) lead was inadvertently pulled out, and rv lead dislodgement was confirmed by fluoroscopy. Both the ra and rv leads were explanted and replaced. The patient remained in stable condition.